Manufacturer narrative:
OEM manufacture: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the sharps coll 9gal red experienced a missing lid. The following information was provided by the initial reporter: item: 305615, quantity affected: 1 , customer states all the lids are missing from the case.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-25 h6: investigation summary sample and photo representation was provided. The issue was confirmed and there was missing lids with sample not packaged according to specification however we could not confirm the root cause. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids during the manufacturing process of the reported lot. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. All weight checks for this lot appear to have met requirements at the time of manufacturing. The root cause is unknown. H3 other text : see h.10.

Event description:
It was reported that the sharps coll 9gal red experienced a missing lid. The following information was provided by the initial reporter: item: 305615 quantity affected: 1 customer states all the lids are missing from the case.